Manufacturer narrative:
H.6. Investigation summary: one sample model 10013902 lot 22119210 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent at the filter outlet port. The customer complaint, that the set was unable to be flushed, was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause of occlusion between tubing and filter can be related to the bushing of the solvent dispenser applying too much solvent. Corrective actions were implemented to improve the consistency of the solvent application between components as well as replacing the bushing of the solvent dispenser. A device history record review for model 10013902 lot number 22119210 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd smartsite¿ extension set saline did not complete flow through filter to the end of the tubing. This is 1 of 2 events. The following information was provided by the initial reporter: I came across a bd smartsite 0.2 micron filter extension set (should contains ~4 ml) where the fluid (normal saline) did not flow in the tubing through the filter. This happened once before also. It is lot #(10) 22119210 and it connects to the short tubing correctly and fluid runs through about 2 ml, to the filter, and then stops even if everything is unlocked/with gravity. It does not flow through the filter to the end of the tubing piece. We had a similar problem with the same setalso reported to medwatch (B)(6) 2023 where the tubing completely separated from the filter at the time of priming with saline. Bd for (B)(6).

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) clinic - (B)(6) pharmacy. E.4. The initial reporter also notified the FDA on 15-jun-2023. Medwatch report # mw5118692. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd smartsite¿ extension set saline did not complete flow through filter to the end of the tubing. This is 1 of 2 events. The following information was provided by the initial reporter: I came across a bd smartsite 0.2 micron filter extension set (should contains ~4 ml) where the fluid (normal saline) did not flow in the tubing through the filter. This happened once before also. It is lot #(10) 22119210 and it connects to the short tubing correctly and fluid runs through about 2 ml, to the filter, and then stops even if everything is unlocked/with gravity. It does not flow through the filter to the end of the tubing piece. We had a similar problem with the same set also reported to medwatch 5/31/2023 where the tubing completely separated from the filter at the time of priming with saline. Bd for (B)(6).